Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated the patient needed a brain MRI following a severe seizure that occurred about a month ago. The caller mentioned that the patient had seen an epileptic neurologist and that the MRI was being conducted to assess the patient¿s brain. MRI guidelines were reviewed, and the caller noted that the dbs neurologist, seen last week, did not mention making any programming changes or turning therapy off for the MRI. However, the caller expressed concern about turning therapy off, as the patient experiences significant shaking when therapy is off. The agent redirected the caller to the healthcare provider for further guidance. The caller had to cut the call short due to an appointment.